Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed the device was underinfusing but was within the manufacturing specification of +/- 3%. The investigation determined that the air in line sensor sitting a bit higher than normal was the possible cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed, but within specification.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was under pumping. It was reported that there was no patient involvement. No adverse effects were reported.